Event description:
It was reported that stent damage occurred. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment; however, the stent strut got lifted the procedure was completed with another of the same device. There were no patient complications reported.